Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after a battery change. Customer's blood glucose was 270mg/dl at the time of incident. Troubleshooting explained alarm and advised customer to clean the battery contacts and customer indicated that there is no corrosion. Customer did not have time to continue to troubleshoot and will call back. No further details given.